Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient stated the problem has been resolved with the only complaint the charging seems to take a little longer per session. The rep addressed the original concern with the implanting physician and he wasn¿t interested in pocket revision or replacement at this time. He felt the patient is unstable to perform any procedures. Patient¿s weight is around 220lbs.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was the caller was unable to get the ins to recharge during the appointment with the patient today. The caller reported that the patient claimed that sometimes they have had difficulty initially connecting the controller/recharger to the ins. But prior to today the patient had not had any major issue with charging, they have been able to charge. The recharging diary shows some sessions have excellent coupling and some have fair coupling. The caller indicated that the ins feels like it may have turned a little bit in the ins pocket. The caller was able to connect to the ins with the clinician programmer. During the call the caller was seeing the poor recharge quality message on the patient remote. The caller indicated that as they moved the recharger they were able to get it to connect to the ins with good coupling but if the recharger was moved it would disconnect. The issue was not resolved through troubleshooting. The caller will continue charging with the patient. The caller will have the patient follow-up with the medical doctor about the position of the ins in the pocket.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.